Event description:
As the surgeon was getting ready to fire the ta stapler, the staple load just fell out which is not supposed to happen. The surgeon did not want to take the chance of using the product which may malfunction and harm the patient. Device will be returned to manufacturer with product feedback form.